Event description:
It was reported that during the surgery the biorci was found to be broken when it was being inserted into the patient's body. Surgery was completed using a smith and nephew back up device with no significant delay.

Event description:
It was reported that during an acl surgery the biorci was found to be broken when it was being inserted into the patient's body. All the broken pieces were removed using tweezers. Surgery was completed using a smith and nephew back up device with no significant delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported screw biorci-ha 7x25 w/8mm head, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using the recommended prep device prior to insertion of the screw.. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.